Event description:
It was reported that black fluid came out of the attachment during a procedure. The fluid entered the surgical site, but no adverse consequences are reported for the pt. No further info was available from the customer.

Manufacturer narrative:
The attachment involved in the reported event was evaluated. During the eval the technician noted the attachment does not spin freely. Most likely the reason for the attachment not spinning freely is debris inside the attachment. Most likely the reason for the debris in the attachment is improper cleaning procedures by the customer.